Event description:
Customer reported a button error alarm. Customer's blood glucose was 173 mg/dl. Customer stated the alarm occurred when he was checking his blood glucose level. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and broken reservoir tube lip.